Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). Date of awareness (B)(6) 2025. After investigation completed 23jul2025 the event is considered reportable as similar incidents have previously been reported. Summary of investigational findings: during advancement from femoral approach the filter stuck in the delivery sheath and was forcibly withdrawn. Another filter was successfully placed. A photo provided showed a celect-pt filter with its primary filter legs still loaded to the femoral introducer and with the secondary filter legs bending upwards. The secondary filter legs were likely damaged during rotation or during reported withdrawal through the sheath and the sheath hub. However, no complaint device was returned for investigation and based on the photo and the information provided only the exact reason for the filter to stick inside the sheath cannot be determined. During manufacturing the femoral introducer must be advanced through the sheath to verify a smooth advancement. There are adequate controls in place to ensure that the device is manufactured to specifications. It is assessed that because no non-conformance's were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the patient underwent a vena cava filter implantation on (B)(6) 2025. The filter delivery sheath was first delivered to the opening of the renal vein, and then when the filter was advanced about 10 cm into the delivery sheath, the filter became stuck in the delivery sheath and could not be moved in or out, and the filter was forcibly withdrawn. The filter was replaced with a new one to complete the procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.